Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. The cause of the peritonitis was not reported. The patient was treated with duration not reported) and ceftazidime (intraperitoneal, 1 gram daily, duration not reported) for peritonitis. Extraneal and physioneal therapies were ongoing. Thirteen days after the onset of peritonitis, the patient recovered from the event. No additional information is available.